Event description:
It was reported that this inflatable penile prosthesis (ipp) was not operating as intended. A revision surgery was performed which identified fluid loss caused by a hole in the right cylinder. The existing system was explanted with the exception of the chronic reservoir, which could not be removed. A new ipp was then implanted. Upon inspection of the explanted device, a tear was observed above the tubing/cylinder junction. No patient complications were reported.